Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 15 jan 2019 arjo was informed about the citadel plus bed malfunction, which occurred in (B)(6) in the us. It was reported that one of the safety sides detached from the bed frame. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported. Upon the evaluation carried out by arjo technician and photographic evidence, it was confirmed that the plastic part of the safety side separated from the safety side assembly. Based on the technician's assumption, after transfer of the resident, the width extension in the body and head sections were not placed exactly at the same position. During the technical evaluation, it was observed that the width extensions in the head section were partially extended and in the body section, they were not extended at all. Probably, the caregiver pushed the width extensions prior to use but did not move the extended sections back. When the backrest was raised, the expanded frame contacted the foot end side rail bending it. To ensure the safety of our products the instruction for use provided together with the involved device (831-374 rev. B dated on dec 2015) includes warning regarding the need of extending all width extension frame sections: "push in all width extensions prior to transfer." "Make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition." It needs to be emphasized that the scenario described above is the most probable one, however it could not be clearly confirmed based on the information gathered. That citadel plus bariatric care system meets the requirements of standard iec 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. Compliance was checked by the following tests with the side rail in upper position: a) lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail, repeat for 3 000 cycles. B) longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail, repeat for 3 000 cycles. C) vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail, repeat for 3 000 cycles. Upon completion a), b) and c) above, apply a static load in the directions in worst case positions. Moreover, the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. Durability of the panel against lateral forces is checked by applying 500n to the safety side. Taking into account all above it can be concluded that some additional force applied to the safety side contributed to the safety side detachment. However, without having first-level evidence we are not able to determine the exact root cause of the malfunction in question. Additionally, it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(6) has been reviewed for this specific device and no anomaly was found. In summary, the safety side was reported to detach and from that perspective the citadel plus bed did not meet manufacturer's specification. Upon the investigation conducted we were not able to determine the exact cause of the malfunction reported. There was no indication regarding patient involvement at the time the malfunction occurred. Although no adverse event occurred, the complaint was decided to be reportable on potential as the safety side detached from the bed what under a specific circumstances could pose a risk of patient falling.

Event description:
On (B)(6) 2019 arjo was informed about the citadel plus bed malfunction, which occurred in (B)(6) medical center (B)(4) in the us. It was reported that one of the safety sides detached from the bed frame. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported.